Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. Email address unknown, information not provided. (B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient left eye and a another lens implanted. The explanted iol is not being returned. Requests have been made to gather additional information but not response has been received. No additional information has been provided.